Event description:
A report was received that the patient lost stimulation. It was believed that the splitter in the patient¿s scs system had broken through the skin. The patient underwent a replacement of the entire system. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3354-25, serial#: (B)(4), description: w4 splitter 2x4-25 cm. Model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.